Event description:
Additional information was received from the customer. The customer confirmed that there was a possibility that the item was damaged during transit, but no further information was available from the end user.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the biopsy port is shaved due to the metal part of endo therapy accessory/cleaning brush interfered with biopsy port during insertion/withdrawal of them and it caused the event. Based on the results of the investigation for phenomenon two, it is likely that the foreign material remained in the suction cylinder since the subject device was returned to olympus without reprocessing at the user facility. The event can be prevented by following the instructions for use which state: "detection method is described in IFU: bronchofiberscope bf-e2 series chapter 3 preparation and inspection. Preventive measure is described in IFU: bronchofiberscope bf-e2 series chapter 7 cleaning, disinfection and sterilization procedures.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that part of the forceps channel port was shaved off, a cylinder component of the device was dirty due to insufficient cleaning, and the device image appeared to have stains/blotches due to damage on the image guide bundle. The following additional findings were also noted: bending section cover adhesive was detached, bending tube had a dent, eyepiece had a scratch, universal cord had discoloration, there was low angulation, and the image guide bundle had significant breakages. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the returned bronchofiberscope unit, it was discovered that part of the forceps channel port was shaved off, a cylinder component of the device was dirty due to insufficient cleaning, and the device image appeared to have stains/blotches. There were no reports of patient or user harm associated with this event, and there was no product problem originally reported by an end user. This medical device report (MDR) is therefore being submitted to capture the reportable malfunctions found during evaluation.